Event description:
It was reported, t2 recon targeter for the antegrade made screw, proximal screw soft tissue protector did not reach the bone, surgeon had to manipulate guide to make sleeve line up with hole in nail so it could be drilled and screw. The screw was inserted w/ no issues.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the additional information becomes available, it will be reported on a supplemental report.